Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Visual examination showed the device was free from visible damage. The dimensional analysis was performed and was found to be conforming. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It was initially reported the device would be returned to zimmer biomet for evaluation; however, it has not been returned at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the locking ring fell out of acetabular cup. The surgeon was unable to successfully lock the ring back into cup insitu. Another acetabular cup was used to complete the surgery. Surgery was delayed 1-2 hours. No further information is available at this time.